Event description:
It was reported that the customer experienced multiple high blood glucose levels reaching as high as 595 mg/dl with symptoms that included frequent urination. In response to these alarms, the infusion sets and cartridges were repeatedly replaced, and correction boluses were administered via manual injections. No additional information regarding the outcome of the event was provided.